Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2009. It was reported the ipg was explanted and replaced due to intermittent stimulation. According to the pt, the intermittence of the stimulation was random. The explanted ipg was returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Visual analysis and functional testing were performed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis noted discoloration near the top of the header and scratches on the can. The ipg failed the functional testing. The unit was cut open for further analysis. Once open, the anomaly disappeared and could not be recreated. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.